Event description:
It was reported that during an afib procedure, there was a drop in the patient's blood pressure. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed. The patient was in stable condition. Multiple attempts were done to request for further details of the event and the patient's updated health status, however, no additional information has been provided.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system model #: m-4800-01 serial #: (B)(4). Cool flow irrigation pump model #: m-5491-02 serial #: (B)(4). Stockert rf generator model #:m-5463-01 serial #: (B)(4). Webster 4 pole w/ auto ID catheter model #: d-1079-259-s lot #.: unknown. Soundstar 3d 10f-90 catheter model #: m-5723-05 lot #.: s1065173. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that they do not consider the bwi equipment or products to be the cause of the patient incident. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure there was a drop in the patient's blood pressure. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed. The patient was in stable condition. The returned device involved in this event was evaluated visually, and for patency flow and deflection characteristics. Electrical performance, thermal sensor response and stockert generator compatibility tests were also performed. The catheter was found within specifications and passed all these tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.